Event description:
On (B)(6) 2006, a third procedure was performed to repair a distal type I endoleak resulting from previously placed gore tag thoracic endoprostheses. Following successful exclusion of the endoleak and subsequent removal of the gore introducer sheath, the pt's blood pressure decreased significantly. A contralateral leg component was endovascularly deployed to repair the rupture. Homeostasis was regained, however, at some point during the procedure the procedure the pt had sustained a myocardial infarction and was not able to be fully resuscitated. The cause of death is stated as myocardial infarction.

Manufacturer narrative:
Please refer to medwatch file 2017233-2006-00332 for additional device used in this event.